Event description:
A report was received that the patient underwent a lead and pocket revision. The leads were explanted and a paddle lead was implanted due to a non-device related fall which caused the leads to migrate. The ipg was replaced because the patient reported that he had not felt stimulation in a year. During the revision, the original ipg would not link, so the physician replaced it. The patient was reportedly doing well following the procedure.